Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscus repair, after the fast fix t1 and t2 anchors were deployed, the loop could not be pulled. The surgeon cut and removed from patient both ts with tweezers. A backup device was available to complete the procedure with no other complications. It is unknown if there was a delay in the case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found: read these instructions completely prior to use. If too much resistance is encountered advancing the knot, use the smith & nephew knot pusher/suture cutter. A visual inspection revealed the device was returned without the anchors or suture. The device has debris on the needle. A functional evaluation revealed the device functions as expected without the anchors attached to the device. Without anchors and suture could not test performance of the suture knot. A review of the customer provided image reveals the distal tip of the device is without both t1 and t2 anchors. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.